Event description:
It was reported that the patient now had eye problems from a car accident and went to see an eye health care provider (hcp) who ordered an MRI on the brain for the patient. The MRI took place yesterday. It was noted that the test did not work and they had to stop it and have to figure out another way. The patient had a shocking or jolting sensation when they performed the MRI. It was reported that the patient felt a shocking sensation in their vagina and it felt sore. They did not ask the patient to turn their device off and they did not turn it off for the MRI. It was noted that one time the patient needed an MRI on their knee and the nurse said they were not able to have the MRI on their knee. Refer to manufacturer report # 3004209178-2014-12413 for information related to the car accident affecting the patient¿s system.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v836183, implanted: (B)(6) 2011, product type lead. (B)(4).